Manufacturer narrative:
Investigation found that pump has been serviced by third party due to pump maintenance due date was changed. Volumetric accuracy tests were performed and pump was out of +/-5%. The pump was recalibrated to resolve the issue.

Event description:
Customer stated that the pump will not pass the accuracy test. It was high at 6.1% based on a rate of 125 ml/hr. Dosage was not provided.